Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. During the procedure, externalized conductors on the right ventricular lead were observed near the entry site of the pocket. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
External insulation abrasions were noted at 13.3 cm - 13.4 cm and at 14.0 cm - 14.1 cm from the connector pin. The etfe coating was intact at these locations. The cause of the external insulation abrasions was consistent with lead friction to the device can.